Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02755. It was reported that patient experienced a traumatic fall about a month ago and has lost effective therapy. Programming changes were attempted however it was unsuccessful. Upon x-ray review lead migration was confirmed. Leads were explanted. Patient was stable.